Manufacturer narrative:
Device received with operating currents within specification. Device passed functional testing including the self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with minor scratched display window, case and keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 470mg/dl. Customer blood glucose value at the time of incident was 572 mg/dl and current blood glucose value was 400 mg/dl. The customer was on auto mode feature. The customer experienced symptoms such as nausea and vomiting. The customer was treated with fluid and shot of insulin. The device is expected to be returned for analysis.